Event description:
During contralateral limb device insertion, resistance was met. No predilation was performed. Upon removal, the tip of the sheath was noted to have been damaged. Further use of the device was forgone at this time and new device was inserted without difficulty after predilation was performed. Patient outcome - "no immediate patient consequences were observed. Arteriogram of the groin was performed without injury noted."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00157 and device 2 is being reported under MDR-2247858-2022-00158.

Event description:
During contralateral limb device insertion, resistance was met. No predilation was performed. Upon removal, the tip of the sheath was noted to have been damaged. Further use of the device was forgone at this time and new device was inserted without difficulty after predilation was performed. Patient outcome: "no immediate patient consequences were observed. Arteriogram of the groin was performed without injury noted."

Manufacturer narrative:
This complaint was involved with two devices. Device 2 is being reported under MDR-2247858-2022-00158.